Event description:
Patient reported right side rupture and "silicone leaking into armpit axilla". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.6., g.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported right side rupture and silicone leaking into armpit axilla. Device remains implanted.